Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 479 mg/dl. Customer's insulin pump alarmed watchdog timeout as well. Customer advised the display screen was blank and the device was beeping. Troubleshooting for the watchdog timeout alarm was performed. Troubleshooting was able to get the display to turn back on. Customer was advised to leave the battery out of the insulin pump for 2 hours. Customer advised their blood glucose was high because they were pressing the wrong button or they had possibly inserted the infusion set incorrectly.